Event description:
It was reported that interrogation of this device was unsuccessful despite the use of two programmers. Magnet application did not illicit tones and a 60/60 reset was also unsuccessful. A boston scientific technical services consultant documented and discussed the clinical observations. A replacement procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device was unsuccessful despite the use of two programmers. Magnet application did not illicit tones and a 60/60 reset was also unsuccessful. A boston scientific technical services consultant documented and discussed the clinical observations. A replacement procedure will be performed in the near future. No adverse patient effects were reported. It was reported that this device was subsequently explanted and replaced. No additional adverse patient effects were reported.